Event description:
The patient was admitted for peritonitis and dehydration. The patient was started on nasogastric feeding (ng). The ng tube became partially dislodged and was reinserted by the patient's mother. The ng placement was confirmed per ascultation by two rn's on day shift and one on night shift. The next day the patient became febrile. An x-ray was done which confirmed placement into the right bronchus. The feeding was stopped, the rapid response team called and the patient was transferred to the intensive care unit. The patient has since recovered from the incident and is out of the intensive care unit.

Manufacturer narrative:
Feeding tube placement is dependent on the clinician and patient. The actual tube does not influence where it is placed.